Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosis in the left circumflex artery (lcx). Reportedly, after stent placement, during post dilatation, the nc trek 2.5x8mm balloon was used and burst at 16 atmospheres. Although, the balloon ruptured at 16 atmospheres, the physician was happy with the results and the procedure was finished at that point. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed; however, a tear in the shaft was observed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.